Event description:
Becton-dickinson manufactures and distributes 10 ml luer lock syringes (order number (B)(4)) in factories in (B)(4). The syringes made in (B)(4) are slightly taller than the syringes made in (B)(4). When the taller syringes are used on an alaris 8000 series medication pump, the pump inaccurately reports the syringe volume as being approx 0.5 ml greater than actual. This results in the pump attempting to deliver a greater volume than ordered at a higher rate than ordered. When administering small volumes (on the order of 2 ml) to neonates, this has resulted in administration of medications at significantly higher rates than desired.